Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's son scott stated the machine is not suctioning after replacing accessory kit. I set up a pickup and exchange for a new machine. Tcm please send bio box. It is unclear if troubleshooting was performed. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Manufacturer narrative:
Upon further review, it has been determined that this is not reportable. Submitting the investigation details as additional information. The reported event is confirmed, cause unknown. Evaluation of sample noted: a bd pure wick urine collection system with a canister with lid, pump tubing, collector tubing with elbow connector and power cord was returned for evaluation. Visual evaluation of the returned sample noticed there were no cracks present on the canister. There was no residue present in cannister or tubing. The stop valve was working properly. There was light and sound indicating function. Further visual evaluation revealed that there was residue in the inner tubing near the pump and base of the unit. Corrosion was also found on the pcba. The reported event is addressed within the labeling as it states: 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter as the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Correction - d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's son scott stated the machine is not suctioning after replacing accessory kit. I set up a pickup and exchange for a new machine. Tcm please send bio box. It is unclear if troubleshooting was performed. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used) per additional information received via email on 05sep2025, on (B)(6), we performed a diagnostic test on the purewick with purewick customer service. Device was determined not be pulling liquid into canister properly. New canister and tubing was sent under warranty and arrived (B)(6). New canister and tubing did not remedy the problem. On (B)(6), purewick customer service was contacted again and agreed to send warranty motor unit. New unit arrived today (B)(6). Serial number of defective motor unit is (B)(6).